Event description:
This procedure was performed in (B)(6): procedure: pta of the anterior tibial artery. Access from the right common femoral artery with a 6f sheath (90cm). The physician crosse the lesion with a 0.014" wire and introduced the nanocross over the wire. After dilatation the physician pulled back the balloon for a second dilatation. The second dilatation was not possible and he removed the balloon. No patient injured, no surgical/medical intervention necessary. Investigation of the returned nanocross balloon found the balloon chamber exhibited a rupture with the balloon material, which was accordion folded onto the distal tip. The balloon chamber exhibits both longitudinal and radial tearing.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.